Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie was physically in the drawer but was not showing in the system configuration when the nurse attempted to pull the medications. A technical support specialist dialed into station, copied medapplication files into ephi, reviewed medapplication debug log file and located multiple access points into auxiliary drawer 2.2-pocket b5 and found 3 failed points in the medapplication debug log file. Then technical support specialist logged into medapplication, found b1 was missing on the screen in storage space configuration, corrected the errors on auxiliary drawer 2.2 and confirmed that missed pocket b1 on auxiliary drawer 2.2 was present so resolved the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had drawer 2.2 aux drw cubies b3 with no meds and b5 was physically in the drawer but was not showing in the system configuration. Customer stated that pocket b5 was loaded with hydrocodone / acet 10/325 (norco 10/325) tab tablets. The b5 was grayed out and it appeared that it was missing on the screen, however, it was physically located in the station. This incident occurred when a nurse was attempting to pull the med. There were no adverse events or injuries reported based on this incident.